Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed an accurate initial fill estimate of over 60 units of insulin available in the cartridge. Several hours later, it was reported that the insulin gauge displayed 105 units. Review of the pump data logs showed that the cartridge had been filled with 126 units and 10.9 units had been used to perform the fill tubing sequence. Reportedly, the customer loaded a new cartridge onto the pump. The customer's blood glucose level was 92 mg/dl.